Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied trauma to the pump and stated the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the down and contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.